Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements and was removed from service during the elective device replacement procedure. No additional adverse patient effects were reported.